Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial signals in the right ventricular (rv) channel. Technical services (ts) recommended reprogramming options and adjusting sensitivity. It was noted this patient wasn't device dependent. This crt-d remains in service. No adverse patient effects were reported.